Event description:
It was reported that the patient presented for one day post-implant device check. No capture was exhibited by the right atrial (ra) lead. Additionally, the ra was sensing ventricular signals. A chest x-ray confirmed that the lead had dislodged. The lead was subsequently explanted and replaced. There were no further patient complications.

Manufacturer narrative:
Update to h6 codes for type of investigation, investigation findings, and investigation findings.